Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Customer stated that during setup, the device exhibited technical failure 402 no o2 dosing. There was no patient involvement reported.

Manufacturer narrative:
The device, nor the device log files were provided for further evaluation. We are unable to confirm the reported malfunction without the device or log files. We will provide a supplemental report should additional information be provided.